Event description:
While attempting to remove the drager sensor housing from ballard's "y", the drager housing broke and the portion left in place could not be removed. The plastic of the "y" and the sensor housing bonded together. The patient was ventilated by mouth to the endotracheal tube until another "y" could be obtained and switched out. No paitent injury or adverse event were reported.